Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited ventricular capture and oversensing. Fluoroscopic imaging was performed and the atrial lead was found to be dislodged due to twiddler's syndrome. The atrial lead was explanted and the patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited ventricular capture due to far r-wave oversensing. No intervention was performed and the patient was in stable condition.